Event description:
It was reported when the tyvek package was opened, the physician noticed that the hemostasis hub of the agilis introducer looked different. When the physician removed the device from the package, the hemostasis hub broke.

Manufacturer narrative:
St. Jude medical is awaiting product recepit. Once the investigation has been completed, a follow-up report will be submitted.